Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 14 mmol/l (252 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the pink slide did not move forward, but the cannula was visible. No information was provided on how the hyperglycemia was treated.

Event description:
It was reported that the patient's blood glucose level reached 14 mmol/l (252 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the pink slide did not move forward, but the cannula was visible. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 3290 pulses. No damages or defects were observed that would result in the needle deploying early. No irregularities were noted in regard to the installation or positioning of the cannula.